Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient fell on (B)(6) 2016 and ever since, the patient's blood sugar was increasing. On (B)(6) 2016, the patient reportedly changed the infusion set twice but still was unable to resolve the elevated blood sugar. On the morning of (B)(6) 2016, the patient reportedly experienced hyperglycemia with the presence of ketones according to the urine dipstick. There was no indication of the exact blood glucose measurement or ketone level. The patient reportedly tried to replace the infusion set again and used a new batch of insulin and still was unable to resolve the elevated blood sugar. The patient reportedly used an insulin pen for treatment and the patient did not require medical intervention. Reportedly, there was nothing showing on the pump and no alarms were emitted from the device. The reporter stated that the pump may have been impacted from when the patient fell; however, there was no visible damage. This complaint is being reported because the patient experienced hyperglycemia allegedly due to an inaccurate delivery issue from the pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: the total daily dose history appeared to be greater than the basal delivery totals programmed by the user due to a basal program change that occurred on (B)(6) 2016. The pump was returned with the following settings for basal program: 2.3units/hour at 00:00, and 2.1 units/hour at 08:00 with a total of 52units per day. On (B)(6) 2016 the basal program was changed to 3units/hour at 00:00, however according to basal program 1, the basal deliveries should have been 2.1units per hour at that time. There were no errors, alarms, or warnings in the pump histories that would indicate a delivery interruption. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring; the total daily dose recorded accurately at the complete of testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).